Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. Clinical details were sufficient to determine the root cause. Complaint cause is most likely due to pbm incorrectly reporting battery temperatures. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a battery failure red alarm that resolved on its own. No patient harm was reported.